Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent a bioprosthesis from calcifying. The root cause of this event cannot be confirmed since the device is not available for evaluation. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology and structural valve deterioration with calcification. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Through review of the medical article, "simultaneous transcatheter mitral and tricuspid valve in valve replacement" by guillermo ventosa-fernandez, md et al., the following event was identified as pertaining to an edwards device: a (B)(6) year-old woman with a model 7000tfx 27 mm mitral valve, implanted for approximately 5 years and 5 months, underwent a valve-in-valve procedure due to bioprosthetic valve degeneration. Transthoracic echocardiography showed a degenerated and stenotic mitral valve with one heavily calcified leaflet fixed in the closed position and transmitral gradients of 25/10 (maximum and mean) mmhg. The patient also had stenosis of her bioprosthetic tricuspid valve with gradients of 12/7 mmhg. Considering the high risk patient profile (euroscore ii 19,3%; sts score 10,63%), with renal failure, severe pulmonary hypertension and the previous mitral and tricuspid valves implanted, a double valve-in-valve procedure was deemed as the best option. Two 29mm sapien 3 valves were selected and implanted within the surgical valves. The postoperative period was uneventful. The patient was noted as to be discharged 6 days after the procedure.

Event description:
Through review of medical article "simultaneous transcatheter mitral and tricuspid valve in valve replacement" authors guillermo ventosa-fernandez, md et al, the following event was identified as pertaining to an edwards device: a 69 years old woman with a valve model 7000tfx27 implanted in the mitral position underwent a double transcatheter valve-in-valve replacement after an implant duration of approximately 5 years and 5 months due to degeneration of both valves (patient was 63 years old at implant). The transthoracic echocardiography (tte) showed a degenerated and stenotic mitral valve with one heavily calcified leaflet fixed in the closed position and transmitral gradients of 25/10 (maximum and mean) mmhg. Considering the high risk patient profile (euroscore ii 19,3%; sts score 10,63%), with renal failure, severe pulmonary hypertension and the previous mitral and tricuspid position, the double viv was deemed as the best option. A 29mm valve was selected and implanted within the edwards surgical valve. The postoperative period went uneventful. The patient was noted as to be discharged in good condition 6 days after the procedure.